Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead implanted with a non-boston scientific device revealed noise resulting in oversensing. No asystole greater than two seconds was observed. An internal technical services consultant was provided the data for their review. It was determined that noise related to muscular contraction is not unusual on the rv channel with an integrated bipolar lead. It was thought this appeared background noise. Further isometric maneuvers and programming options were recommended. No adverse patient effects were reported. Subsequently, approximately one and one-half years later, a device upgrade was performed. This lead was reconnected to this replacement device. Post device replacement, noise was still observed. An internal technical service consultant was contacted to review the data. Lead impedance appeared stable. Intrinsic amplitude was not recorded as the patient is pacemaker dependent. Some noise was observed. It was thought this was due to myopotential noise, however it was thought there may be a lead integrity issue. The noise did result in oversensing and asystole greater than two seconds. Further lead integrity testing was recommended. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this device and lead remain implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was obtained. An internal technical service consultant reviewed a data download. A lead insulation issue was suspected rather than a connection issue as noise was observed with the previous device and the chronic lead. Further lead integrity maneuvers were recommended.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. A decision was made to further monitor this system remotely.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A further inquiry was forwarded to technical services from the physician. Specifically, if v sensing reprogramming would resolve the noise. Ts reviewed the provided print outs and confirmed the myopotential noise and provided feedback to the physician that adjusting the sensitivity may be performed, however it may not prevent oversensing as the myopotential amplitudes may vary regarding the intensity of the exercise.